Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. The ra lead is a non-boston scientific product. It was noted that the ra lead sensing was programmed off and the lead was not being used. Boston scientific technical services discussed programming off the ra lead daily measurements with the healthcare provider. The ra lead remains implanted. No patient symptoms or adverse patent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).